Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) mains cable not retracting. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) verified the issue and found that mains lead not retracting. Replaced retractable cord mechanism. Est performed. Functional check - passed. Est test report attached.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) mains cable not retracting. There was no patient harm reported.